Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributor to hypoglycemia.

Event description:
While on the phone with a dexcom representative on (B)(6) 2015, patient was reporting cgm inaccuracies that occurred on (B)(6) 2015, when they stated they were experiencing low blood glucose and needed to get something to eat. Patient reported the following values: cgm values of 59mg/dl compared to bg meter reading of 84mg/dl; cgm values of 76mg/dl compared to bg meter reading of 98mg/dl and cgm values of 45mg/dl compared to bg meter readings of 80mg/dl. Dexcom representative followed up with patient the same day and patient's husband asked that they call back on (B)(6) 2015. On (B)(6) 2015, patient was contacted by dexcom and patient stated that they still did not feel better. Patient was advised to get some rest. Patient's sensor was inserted on (B)(6) 2015. At the time of contact, no medical intervention was reported. No additional event information was provided.